Manufacturer narrative:
Device was used for treatment, not diagnosis. Surgeon reported event on (B)(6) 2017 but it is unknown if the x-rays were taken on that date. This report is for one (1) unknown tfna helical blade. Part and lot numbers were not available for reporting. (Therapy date): date of implant is an unknown date in (B)(6) 2017. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time as it is still implanted in the patient. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented postoperatively with a collapsed femoral neck and helical blade medial migration identified x-ray. The patient was initially implanted on an unknown date in (B)(6) 2017. During the initial surgery the patient was implanted with a fixation nail advanced (tfna) system including one (1) tfna short nail, one (1) helical blade, and one (1) distal locking screw. As of the date of this report, the helical blade has not perforated the femoral head and revision surgery has not been scheduled. Concomitant devices: tfna short nail, (item # unknown, lot # unknown, quantity 1 each). Distal locking screw (item # unknown, lot # unknown, quantity 1 each). This report is for one (1) unknown tfna helical blade. This report is 1 of 1 for (B)(4).